Event description:
It was reported that during post-surgery processing, it was observed that the motor device was heating up. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the rotations per minute (rpms) were low on the device. It was determined that this was due to worn out bearings and vanes. It was determined that with this type of damage it is highly likely that the device had heat. Therefore the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.